Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant the patient presented to the device check with diaphragmatic stimulation. Upon interrogation it was noted that the left ventricular (lv) lead exhibited increased threshold measurements with loss of capture. No noise was seen with the pocket manipulation. The device was reprogrammed to pace in the right ventricle only. A chest x-ray did not reveal any signs of a major dislodgment, however there were concerns over a possible micro-dislodgement. No adverse patient effects were reported.